Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 43 (mg/dl), cause was unknown, however customer reports that it is normal for them to run low sometimes. Customer resolved low bg by consuming food. Reportedly the customer reverted to manual injections for insulin therapy.